Event description:
It was reported that during a pci procedure, the pt2 guide wire broke and remains in the pt. The 100% stenotic lesion was located in the moderately calcified right coronary artery (rca). Upon removal of the guide wire, resistance was encountered. While removing the guide wire with "a little more pressure", the wire broke. Thrombus formation occurred around the broken tip. CABG was successfully performed three days post procedure; however, the guidewire tip remains in the pt. Pt status is reported as "okay".

Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for eval; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any add'l relevant info is rec'd, a supplemental MDR will be submitted.